Event description:
It was reported that a vns patient was experiencing an increase in seizures. Diagnostics were performed on the patient's device and reportedly resulted in a high impedance warning. The patient's treating vns therapy physician indicated that he believed that the patient's increased seizure activity was due to a loss of therapy resulting from the high impedance event. The patient underwent lead revision surgery, good faith attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected. See scanned page.